Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Based on all available evidence and previous investigations of similar complaints, the battery issue was due to a manufacturing defect. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device internal battery was physically damaged. There was no patient harm or serious injury reported as a result of this incident.